Manufacturer narrative:
Technical support instructed the account to replace the bed exit tape switches. Repairs have not been completed.

Event description:
The accounts maintenance stated the bed exit is not alarming. He said when he turns the system on the red led stays lit.